Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, if the device is returned in the future this complaint will be re assessed, therefore root cause undetermined.¿ after troubleshooting it was found the soft port device had the blockage and would trigger the blockage /full canister alarm on device. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient.¿ it is possible in extreme cases that the alarm may trigger inadvertently.¿ in this instance therapy will still be delivered a review of manufacturing records for the reported lot/batch, found no non conformance's or anomalies during production. The device/product met all specifications upon release into distribution.¿ complaint history for the reported¿event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.

Event description:
It was reported that after recently receiving a renasys go the patient did not have any issues overnight. However, the following morning the patient did not see any exudate in the canister. The indicator would alternate from continuous 140 mmhg to full blockage. The nurse instructed the patient to turn off therapy and power down the device, to plug the renasys go pump to an electrical power outlet, then power the pump back on and restart therapy. These troubleshooting steps did not resolve the "canister full blockage alarm". It was confirmed by the patient that the tubing was not kinked, the control leak port was clear from obstructions, and the device was in the upright position. The patient was then instructed to disconnect at the quick click connector, leave the cap open on the device side, and close the end of other tubing with tethered cap (soft port side). After the patient performed this last troubleshooting step, the full blockage alarm was resolved. This confirmed that the blockage is present within the soft port and per clinical guideline, this needs to he reassessed and replaced. The patient was instructed to call their visiting nurse or surgeon's office to make sure dressing change is performed. No further information available.